Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
There was not good connection between a couple of protectors (exe-spigot-v40) and inserter. The procedure was completed without the protectors.